Event description:
The manufacturer representative reported at a refill, there was difficulty refilling the intrathecal drug delivery pump and there was a volume discrepancy of the residual volume within the manufacturers specifications. Follow up with the hcp, provided the patient had complained of tone in their bilateral heelcords one month earlier. Two days later, the patient's medication rate was adjusted. Approximately one week later, the patient was experiencing headache, body aches, chills, body stiffness, dry heaves when in a supine position, and feeling as if they had a fever. The hcp determined it "sounded like the flu" and the patient's family member was made aware to call the hcp. The patient was next seen the next month for their refill. The volume discrepancy was noted, but the patient remained asymptomatic. It was thought there might be air in the pump, so only 22 ccs were added and the patient's medication was decreased slightly from baclofen 500 mcg/ml at a dose of 238.76 mcg/day to 225.33 mcg/day. The plan was to see the patient the first week of the following year. At the patient's next refill, there continued to be volume discrepancies and the patient remained asymptomatic. There has been no report of device explantation or revision at the time of this report. Additional information will be requested from the hcp.

Manufacturer narrative:
.